Event description:
It was reported that the handpiece overheats. This did not occur during a surgical procedure or at an account. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the upper bearing of the rotor. The driveshaft assembly, rotor assembly, bearings, and spindle housing were each replaced. Service will repair and return the device to the customer.